Event description:
What was the alleged issue? We were able to situate the sheath and coronary sinus. A venogram was obtained. Tough valve in the mid coronary sinus. Branches right at waist of the valve. Tiny branches laterally, anterolaterally was/were there any impact(s) to the patient? Patient anatomy coronary vein too small phrenic nerve/diaphragmatic stimulation. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).